Event description:
Baxter thailand reports a transfer set with a leak. The pt had received a transfer set change, and approx. One week later, she got peritonitis. She noted the transfer set was leaking and received treatment for one week(medication and dosage unk). No further info provided by baxter affiliate.